Event description:
A pt was skin tested in the forearm with no untoward response. The pt rec'd 1.0cc of collagen injected into the perioral lines bilaterally and in the left oral commissure. The nurse injector reports the treatment was uneventful. The pt works with the nurse injector in another physician's office. The nurse injector saw the pt at the other office and noticed pt had pea sized nodules at each of the serial puncture sites where the treatment had been administered. There was some swelling, erythema, itching and flaking at the injection sites as well. The nurse injector told the pt to take benadryl po, prn, and to buy some over the counter hydrocortisone cream to apply topically.